Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged for the second time. The physician elected to explant the ra lead and change current programming on the device to vvi-40, as it will be left as primary preventive device. To date, there have been no adverse pt effects reported.